Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries and uninterruptible power supply (ups) needed to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic representative received information regarding a navigation device, while outside a procedure, that the system powered off when it was unplugged from the wall. There was no patient present when this issue was identified.